Event description:
This clip delivery system (cds) is filed as it was difficult to remove into the steerable guide catheter and damage to the clip introducer. Difficulty removing the cds has potential to cause or contribute to injury. It was reported that a first mitraclip was implanted without issue. The 2nd mitraclip delivery system (10304885/02) was inserted into the left atrium but when the medial knob was turned the device moved lateral instead of medial so the clip was not deployed. Resistance was met during withdrawal into the steerable guide catheter (sgc) and the cds was able to be removed to the point of the clip introducer (ci). As the cds became stuck at the ci, it was decided to remove the sgc and cds together as single unit. After removal, it was noted that the sgc had soft tip damage with parallel tears. A piece of the ci was noted in the clip. There was no debris left in the patient. Access was maintained with a buddy wire. A 2nd sgc was used and 2 more clips were implanted without further incident, reducing mitral regurgitation from 4+ to 1+. There was no clinically significant delay in the procedure. The patient was extubated and left the procedure room. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position/sleeve steering issue and detachment of the ci tip material were confirmed via returned device analysis. The reported difficult to remove the cds from the guide tip and ci could not be replicated as the returned devices were not returned in a condition in which the test could be performed. Based on an expanded investigation, a product issue related to the loose bond between the key and sleeve shaft was identified and is being addressed. It was determined that a loose bond between the key and the sleeve shaft was resulting in the cds steering issues. The key is bonded to the sleeve shaft using adhesive. It was determined that unintended heating of the bond area during secondary processing could result in a low rate of incidence of insufficient bonding between the key and the sleeve shaft. Corrective actions to address this issue have been implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: 1st mitraclip implanted (cds0201, lot 1030689525), steerable guide catheter, stabilizer, lift, support plate. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch filed, clarification received: the 2nd mitraclip delivery system (cds) was inserted in the left atrium. When the medial knob was turned the device moved lateral instead of medial while in the left atrium.